Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a battery out limit alarm. Customer's blood glucose was 198 mg/dl. Customer stated that that pump alarmed during normal use. Customer took her blood glucose and put her carbs in. Customer received a battery out limit alarm during normal use. Customer was explained that it may indicate a loose battery cap. Customer cannot clear the alarms and stated that the act button was not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected alarms or audio beeps noted during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.